Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported by the patient's spouse that the patient's implantable pulse generator (ipg) has been causing them lots of trouble, including the device was hot to the touch, chest pain, up and down heart rates, the device is causing patient to go into atrial fibrillation. Patient's spouse states that the device was been reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.